Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. The pt underwent ncp system replacement surgery due to suspected lead malfunction.